Event description:
It was reported that this right atrial (ra) lead exhibited undersensing noted on stored electrograms resulting in false termination of atrial tachycardia or atrial fibrillation (af) detection. There is no further information available. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.